Manufacturer narrative:
H.6. Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for cracked tube and damaged shield with the incident lot was observed. Evaluation of the customer samples was performed and cracked tube and damaged shield was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that defects were found before use with a bd vacutainer® naf 3.0mg n2e 6.0mg plus blood collection tubes. The following information was provided by the initial reporter: two types of defect: 1. Damaged shield x1. 2. Cracked tube x1.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that defects were found before use with a bd vacutainer® naf 3.0mg n2e 6.0mg plus blood collection tubes. The following information was provided by the initial reporter, two types of defect. 1. Damaged shield x1. 2. Cracked tube x1."